Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent posterior spinal fusion at l2-5 due to cancer. Intra-op, during implanting a screw in the typical fusion, the tip of the screw driver broke as the bone was too hard. The broken tip was removed from the screw and no fragments of the product were remianed inside the patient. No any patient symptoms or complications were reported as a result of this event.

Manufacturer narrative:
Product analysis result: visual optical visually confirmed approximately ~3mm of instrument tip has been broken off, consistent with interface during usage. Inspection of the shaft diameter and material hardness confirmed conformance to print specification. Optical examination of the fracture surface identified a fairly flat fracture surface and circular material displacement. The above findings are consistent with torsional overload. If information is provided in the future, a supplemental report will be issued.